Manufacturer narrative:
Us reporting agent notification: (B)(4) 2014. Samples received: 1 opened cassette. Evaluation in process, as of the date of this report.

Event description:
Country of complaint: (B)(6). Complaint description: thread broken inside the cassette.